Manufacturer narrative:
(B)(4): the patient experienced a recurrent peritonitis 18 days after being discharged for the initial episode of peritonitis. On the same day, the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. The patient never recovered from the initial peritonitis event. The patient was hospitalized for seven days prior to being discharged and was recovering from peritonitis. On an unknown date, pd therapy was discontinued. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional information: the event of peritonitis was manifested by cramping and vomiting. On an unknown date, the patient was treated with gentamicin (60 mg, frequency not reported), intravenously (IV). Action taken with gentamicin was unknown. The patient recovered from the peritonitis (previously recovering).

Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. Treatment information was not reported. The patient was hospitalized for seven days prior to being discharged. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h13g29066 and h13i26043 with no issues noted during the manufacturing process. There were no deviations from standard procedure. As the sample was not returned, a complete device analysis cannot be performed. This is the same patient as (B)(4). Should additional relevant information become available, a follow-up report will be submitted.